Manufacturer narrative:
The force feedback prograsp forceps instrument, which had five out of six uses remaining, was analyzed and found that the root cause of the tip coming apart was attributed to a manufacturing defect with the swaged pin design. The instrument has a broken weld at the distal bushing. Damage to bushing is unrelated to the reported complaint. Effect of damage is imprecise roll motion, although this was not tested in-house due to the protruding grip axis pin.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force feedback prograsp forceps instrument was analyzed and failure analysis investigations were able to replicate and confirm the reported issue. The instrument was found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin's outer diameter measures approximately 0.063" at the swaged end compared to the nominal pin diameter of 0.061". Measurement results suggest the pin is partially swaged. Grips and other components adjacent to the dislodged pin do not show damage.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the tip of the force feedback prograsp forceps came apart. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip became loose. There was a part at the tip that became loose and then the instrument jaws became limp. The customer did not have additional information on what part of the instrument became loose. No instrument part came completely loose or detached and nothing fell from the instrument. There were no fragments.